Event description:
Information received with return of the explanted device notes no output. The patient felt light-headed and a monitor showed a rate in the 40's with 1st degree av block. The device exhibited no capture or output.